Event description:
The reporter stated the surgeon implanted an 11.5mm implantable collamer lens in 2008 in the patient's left (os) eye. The lens was explanted four days later, due to icl rotation and decentration. The patient complained that the icl seemed to move in her eye.

Manufacturer narrative:
Other: icl rotation.